Manufacturer narrative:
The device was returned for evaluation and evaluated. The exposed portion of the soft cannula was stretched and flattened. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patients mother reports that while wearing the pod customer's blood glucose levels were elevating. Pod was worn for 4 to 24 hours on the arm. The patient's blood glucose history are as follows: time, bg(mg/dl): (B)(6).